Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open sore under her left breast. The sore was described as 4" x 3" in size. The patient's doctor advised to keep the area dry. The patient reported using an ointment, clindamycin phosphate, recommended by a nurse. During follow-up, the patient reported that the skin irritation was "only slightly better" since stopping use if the device and using the ointment.